Event description:
It was reported that after undergoing a da vinci-assisted surgical procedure on (B)(6) 2020 the patient expired 4 or 5 days after procedure. No further clinical information was provided. On (B)(6) 2020, an intuitive surgical inc. (Isi) representative indicated that they called the surgeon on (B)(6) 2020 to check on the (B)(6) 2020 procedure (since the surgeon was operating at that site for the first time); the surgeon had stated that the surgery went well; however, on post-operative day 4 or 5, the patient expired secondary to aspiration, and confirmed it was not related due to any issues with the da vinci system or instruments. On (B)(6) 2020, an isi representative provided the following additional information: surgeon confirms the cause of death as aspiration. He says this was in no way caused by the robot.

Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no device is expected to be returned to isi for evaluation. An isi internal medical safety officer provided the following after reviewing the case information: there was not enough information to provide further assessment of the events that occurred during the case. "The patient underwent a da vinci-assisted herniorrhaphy and subsequently expired 4 to 5 days after the procedure. The cause of death is unknown currently.¿ the attending surgeon of record was noted as believing the cause of the patient¿s death could be secondary to an aspiration. Moreover, the attending surgeon of record stated that the cause of death was not related to any issues with the da vinci system or instruments. A review of the system and instrument logs for the procedure date of (B)(6) 2020 has been performed. There were no observed events in the system logs that would suggest a product issue, and the logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer instrument, which is a single use instrument, and the fenestrated bipolar forceps which was on its last use. A review of the site¿s complaint history was performed and no complaints were filed against either of the instruments that were not used in subsequent procedures. No images or video footage were provided for evaluation. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient expired '4 or 5 days' post-operatively. The surgeon confirmed the cause of death as aspiration. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. There is also no indication that a da vinci surgical system was used not as intended. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.